Event description:
It was reported during inspection at user facility that the delrin ball is missing from the locking mechanism of the aseptic housing which can cause housing to open up and expose non-sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during inspection at user facility that the delrin ball is missing from the locking mechanism of the aseptic housing which can cause housing to open up and expose non-sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.